Event description:
It was reported "patient sustained nondisplaced fracture of medial femoral condyle when the pcl box chisel wsa used; fixed rigidly with one 6.5mm screws. No change is post-op rehab. K" sales rep also reports "bone was excessively hard. Pcl had not been scored previously."

Manufacturer narrative:
Surgical technique will be revised to clarify instructions.